Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no reported adverse impact to the customer. Reportedly, the error was cleared and the customer was able to successfully start a new cgm session.